Manufacturer narrative:
A sample is in transit to manufacture site. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A facility technician reported that there was intermittent footswitch recognition when touching the cable during surgery. System messages were displayed addressing that the footswitch had been disconnected. The system also had intermittent vacuum issues during the surgery. No system message display was reported for the vacuum issue. The surgeon also reported that the system did not sound right. The surgery was completed successfully. There was no patient harm. The rest of the list was canceled. Additional information has been requested but not received to date.

Manufacturer narrative:
Evaluation summary: the company representative did not indicate finding any issues that would be associated with the reported event. However, the footswitch cable was replaced and returned for evaluation. The system met specifications at the time of release. The footswitch cable was received. A visual assessment of the returned sample revealed that the cable was much more pliable when compared to system hotbed¿s cable. The returned footswitch cable was connected to a calibrated footswitch and calibrated system hotbed. No nonconformities were noted. The continuity of the footswitch cable was then successfully verified across all pins. The footswitch was determined to met product specifications. Based on the investigation, no problem was found with the functional performance of the returned footswitch cable. However, the returned cable was noted to be much more pliable than the hotbed cable. (B)(4).